Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their infusion set was leaking. Customer reports that this has happened four separate times. Customer indicates that it happens on the final day of an infusion set's use. Customer indicates that this corresponds to the reservoir containing 25 ml or less of insulin. Customer's blood glucose level was 235 mg/dl. The product is expected to be returned.